Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during advancing the thumb advancer, the thumb advancer stopped and the sheath failed to split completely. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.